Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp (B)(6) test results. The quality control results was acceptable on all the dates that the samples were run. The limitation section of the IFU states the following: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results." No conclusion can be drawn. The interpretation of results section of the IFU states the following: "the system reports (B)(6) total results in index values and as reactive or nonreactive. Samples with a calculated value of less than 0.50 index value are considered nonreactive for total antibodies to (B)(6) core antigen. Samples with a calculated value greater than or equal to 0.50 index value are considered reactive for total antibodies to (B)(6) core antigen."

Event description:
(B)(6) advia centaur xp (B)(6) total results were obtained on two patient samples on different reagent lots when the customer was performing a comparison study with another (B)(6) total test method. The initial advia centaur patients results were report as (B)(6). The patient samples were tested on a second (B)(6) total test method and confirmed as (B)(6). Amended reports were issues by the customer. Repeat testing was performed on a new advia centaur xp reagent lot and the results were either (B)(6). There was no known report of adverse health consequences due to the discordant (B)(6) total test results.